Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 500mg/dl. It was stated that the customer experienced nausea, thirst, and ketones. Troubleshooting was performed. It was mentioned that the customer had bent cannulas, which caused the blood glucose to rise. The time, date, and bolus wizard settings were correct. The alarm history was reviewed and found a low reservoir alarm. Further testing could not be performed as customer did not have a tubing clamp to run the high pressure test. No additional information was provided.